Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
While reviewing device data, multiple episodes of cross-talk resulting in pacing inhibition were noted on the right ventricular (rv) lead following an appropriate shock. Prior to this appropriate shock, no cross-talk was present. No intervention has been performed, and the device is currently being monitored. The patient was stable following this event with no adverse consequences.

Manufacturer narrative:
.

Event description:
New information received indicates the device was reprogrammed to resolve this event, and the patient will continue to be closely monitored. The patient was stable following this event with no adverse consequences.